Event description:
The customer used the device prior to going to bed and obtained a result of 308 mg/dl. Spouse gave pt 40 units of insulin. Thirty minutes later pt called and experienced hypoglycemia. Spouse tried to feed pt and then they called the emergency medical technician. When the emergency medical technician arrived they checked pt's glucose and the level was 41 mg/dl. Emergency medical technician treated with an IV and oral glucose. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.